Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the inaccurate battery gauge issue could not be verified; however, the battery depletion issue was confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and the pump battery was depleting quickly. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.